Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. Additionally, only a partial insertion was achieved at implantation and 3 channels were left extra-cochlear, which might have contributed to the lack of benefit. This is a final report.

Event description:
The progressive loss of channels over time may have impacted the patient's progress with the device. The patient had only 4 available channels. Per clinic information, only a partial insertion was achieved at implantation with 3 channels extra-cochlear. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The progressive loss of channels over time may impact patient's progress with device. Currently the patient has use of 4 channels.